Event description:
Caller alleged false negative troponin (tni) results. The info below was provided by the treating physician. Pt presented with one week history of recurrent episodes of shortness of breath, which was exacerbated by exertion only and was becoming progressively worse. Her visit to the hospital was preceded by the onset of vomiting which had started on the night of (B)(6) 2013. She had also been experiencing abdominal cramps before, which she had just attributed to her usual menstrual cramps. At this junction her husband, who had been trying to persuade her to visit the hospital for a week, decided to bring her in. In the general outpatient department, it was found that she had a tachycardia, finger prick glucose of 21 and urinary ketones. She continued to vomit twice but did not complain of shortness of breath. Pt was transferred to the casualty department to continue assessment and management of the pt. The pt was sent via the x-ray department for a chest x-ray for a septic screen. On examination, the pt had a mild tachycardia but her blood pressure, temperature and respiratory rate were normal. She was maintaining a saturation of between 97 and 99%. Her finger prick glucose was 21mmol/l. She was not pale or cyanotic, nor was she is respiratory distress or sweating. Clinically, there was no evidence of any cardiac or respiratory conditions. There was no evidence of any open skin lesions causing an infection. She was completely orientated with a glasgow coma scale of 15/15. Her abdomen was soft with no tenderness, and no palpable masses. She had no st-segment elevation in the leads but demonstrated inverted t-waves in leads v2/v3. Triage results were within normal limits. This lead to the t-waves being interpreted as old changes. Pt was then initiated on management for her hyperglycaemia, and given something for nausea. She remained in casualty receiving fluids and insulin. Her arterial blood gas revealed no acidosis or suggestions of a diabetic ketoacidosis, nor of any respiratory problems. Results were interpreted as a possible old myocardial infarction that had occurred a week ago when her initial shortness of breath occurred. A new sample was drawn for the lab and to use on the triage meter to see the cardiac marker trend. At this point, pt requested to go to the bathroom. In a bathroom, she started feeling weak and sweating. The pt was returned to her bed immediately, and repeated an ECG. This ECG showed st-segment elevation in her anterior leads. She was immediately transferred to the ICU unit. On arrival in ICU, pt became unresponsive. She was resuscitated for 1 hour 5 minutes before the resuscitation process was terminated. She did not respond to any form of treatment during the resuscitation. No cause of death was provided and there is no evidence to suggest that the triage device caused or contributed to the above mentioned event. The following cut off's were used: triage: tnl: (0-0.40), ckmb: (0-4.3), myo: (0-107). Access: tnl: (0.01-0.04), ckmb: (0.6-6.3), myo: (14-66).

Manufacturer narrative:
Investigation pending.